Event description:
A customer of april cobbs' was evaluating this lot vs. The icon 25 for a potential switch. A sample quanted at 44 miu was + on the icon but - on the clearview. These 2 products are manufactured to the same spec and this level certainly should have been picked up on the cv. This complaint was opened by product manager at innovacon for the investigation.

Manufacturer narrative:
Retention and returned device testing performed. The retention devices met qc specification. Correct positive results were observed at 5 minutes reading time when tested with 25miu/ml hcg serum control. The 100miu/ml serum control yielded clearly positive results at 5 minutes reading time. The 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The return devices meet qc specification. Correct positive results were observed at 5 minutes reading time when tested with 25miu/ml hcg serum control. The 100miu/ml serum control yielded clearly positive results at 5 minutes reading time. The 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: this complaint is not confirmed. Manufacturing documentation for this lot number was reviewed. No abnormality had been observed.